Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-1588rt-2j tightrope® ii rt, with deploying suture batch 15504166, was received for evaluation. Visual inspection revealed that the suture system was compromised, with the suture exhibiting fraying and damage indicative of excessive force or improper surgical technique. Additionally, the button was detached from the remainder of the suture assembly. Due to damage to the suture system, the functional test was not performed. The most likely cause of the reported failure is attributed to use error, including incorrect surgical technique, application of excessive force to the shortening suture strands, and/or tensioning not aligned with the bone socket, which may result in strand breakage and impaired ability to fully seat the implant. Refer to directions for use (dfu-0147-eo, revision 4), tightrope® devices, section g. Precautions for additional information.

Event description:
It was reported that during the knee surgery, the button completely detached from the tightrope after being inserted into the joint. No defective parts remain inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 03-feb-2026 - further information was received: it was reported that during the knee surgery, the loop of the tightrope detached from the graft inside the joint. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.